Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information was shown in the pyxis. The technical support specialist (tss) remotely accessed the server via remote smart service and verified that the reverse discharge timeframe was set to 2 hours. Tss contacted the customer and confirmed that incorrect messages were sent and attempt to reverse the discharge failed due to exceeding the allowed window. Tss informed customer that the current configuration permits reverse discharge within 2 hours and agreed to email a guide for adjusting these settings. The customer acknowledged and confirmed that the case could be closed after the follow-up email was sent. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient did not showing up due to accidental discharge by user. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.